Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of burnt plastic distal end cover was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited foreign material in the air water channel of distal end of the insertion part and the plastic distal end cover is burned on the distal end of the insertional part. There was no patient involvement.